Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/25/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed multiple related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s motor circuit.